Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was in suspension after automatic threshold testing. An increase in impedance measurements was also observed. It was not the implant was performed a couple of weeks prior, so the health care professional (hcp) suspects lead dislodgement. An x-ray will be performed to check the lead position. At this time, the manufacturer of the lead has not been reported. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was in suspension after automatic threshold testing. An increase in impedance measurements was also observed. It was not the implant was performed a couple of weeks prior, so the health care professional (hcp) suspects lead dislodgement. An x-ray will be performed to check the lead position. At this time, the manufacturer of the lead has not been reported. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.